Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a great benefit of therapy initially, but 3 months ago the patient began to perceive the return of symptoms related to their parkinson's. Currently, the battery presented changes in recharging, the charge would maintain 100% for a month without getting recharged, and then presenting at 75% for another month more. There is no report of events such as falls or other external factors that could have affected the device. The voltage output of the device of the device was increased to reach therapeutic values. There was still no improvement and the device load was continuous without lowering 75%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.